Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch, no issues were observed. Data was successfully extracted from the returned sensor using approve software. Sensor low signal was observed. The watermark was observed at the base of the tail indicating the sensor being properly inserted. The returned sensor was further investigated and de-cases. Performed visual inspection on the sensor¿s pcba (printed circuit board assembly), no issues were observed. The returned battery voltage was measured to be within specification range. Performed an smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor was providing accurate glucose readings. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. It was reported that due to low sensor readings, the customer was treated with sugar. Subsequently, it was determined that the customer was hyperglycemic and required treatment of insulin (dose/type unknown) by caregiver. There was no report of death or permanent impairment associated with this event. A readings comparison of 70 mg/dl, 50 mg/dl, and 'lo' (< 40 mg/dl) with the sensor against 178 mg/dl, 150 mg/dl, and 112 mg/dl with the built-in meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low readings issue was reported with the adc device. It was reported that due to low sensor readings, the customer was treated with sugar. Subsequently, it was determined that the customer was hyperglycemic and required treatment of insulin (dose/type unknown) by caregiver. There was no report of death or permanent impairment associated with this event. A readings comparison of 70 mg/dl, 50 mg/dl, and 'lo' (40 mg/dl) with the sensor against 178 mg/dl, 150 mg/dl, and 112 mg/dl with the built-in meter was provided. The results when plotted on a parkes error grid fall into the "c" zone, showing the difference in values to be clinically significant.